Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was manufactured over 4 years ago. Based on the results of the investigation, it is likely that the graphics processing unit (gpu) on the motherboard was broken due to age deterioration caused by repeated use for a long period of time or due to an accidental failure of the gpu. As a result, the e116 error occurred due to the failure of the gpu. The device was repaired and returned to the customer. Per the legal manufacturer, the other issues identified in the initial report (cosmetic wear on the housing and loose power socket) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, e116 was confirmed but not e 117. Minor cosmetic wear was found on the housing. A faulty motherboard was found. The power socket was loose when inserting the camera head. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported e116 and e117 errors displayed while using a camera control unit. The user reported that they turned the device on and got the error messages. There was no patient injury or medical interventions reported. No additional information has been obtained.